Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. The customer's complaint was confirmed. The customer advised that replacing the bulb fixed the issue. Based on the results of the investigation. It is likely, that the lamp was burnt (reportable malfunction), due to lamp life expiration or lamp failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a fuzzy image and a burnt bulb. There were no reports of patient harm.